Event description:
The account alleged that if the hi/low is in a certain spot, the reverse trendelenburg will not work. If the hi/low is lowered, the reverse trendelenburg works.

Manufacturer narrative:
The account replaced the fib board to repair the bed.